Event description:
(B)(4). While performing an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. A supreme catheter was placed in the coronary sinus and a swartz transseptal introducer was advanced through the patent foramen ovale (pfo) to facilitate catheter placement in the left atrium. A tacticath quartz ablation catheter and a non sjm lasso catheter were placed in the left atrium. The non-sjm catheter was used to recreate the 3d model of the left atrium with the ensite navx system. During the right superior pulmonary vein isolation, the tacticath contact force value was lost and the catheter was replaced with a non-sjm ablation catheter. The patient experienced blurred vision, pale skin and nausea. After a few minutes, the patient became hypotensive and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed and normal cardiac function and peripheral perfusion were restored. One hour after the procedure the patient was in stable condition and vital parameters were normal.

Manufacturer narrative:
(B)(4). One tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass a shaft leak test. Microscopic inspection at the transition between the catheter shaft and the proximal edge of the distal tip revealed part of the adhesive was no longer adhered resulting in fluid ingress and a loss of contact force data, which was reported during the procedure. It is unlikely that this finding contributed to the reported event. Review of the device history record revealed the device met specifications prior to leaving sjm manufacturing facilities. As indicated by the physician and the evaluation performed, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Manufacturer narrative:
(B)(4).